Event description:
Title: tubing issue. Event desc: rn reports during continuous infusion of sedation medication (diprivan), the primary IV tubing broke causing blood to back up and spill onto the linen. Increased pt agitation due to interruption of medication. New bottle of diprivan hung with new tubing and medication restarted. No further issues. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure. No. What was the original intended procedure. Infusion of medication. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stop working. Additional information provided by the facilities risk manager, indicated the pt suffered no adverse sequela associated with the incident. The i.v. Was switched out with no incident.

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated and lot numbers were not reported. One used horizon pump IV set with a greenish - yellow substance throughout the set was returned. The used sample was disconnected at the bonded joint where the tubing is inserted into the regular bore nut of the ultrasite y valve. The tubing segment and the spin-lock adapter were not returned. There was evidence of solvent inside of the bore nut assembly, indicating solvent was applied at the joint per specification. The critical dimension of regular bore nut of the ultrasite y valve was measured and found acceptable. Without the lot number a review of the batch records could not be performed. Further we are unable to determine when the device was manufactured. However, a corrective action was initiated in 2008 to address similar reports and implement manufacturing process improvements.